Manufacturer narrative:
Intuitive surgical, inc. (Isi contacted the medical engineer and obtained the following information: the reporter stated "unknown" for the following questions: were there any issues related to opening/closing of the grips, were there any issues related to left/right (yaw) motion of the grips, were there any issues related to up/down (pitch) motion of the wrist, were there any cables visibly protruding from the distal end of the instrument, was the protruding cable(s) one(s) that controls opening/closing of the jaws, was the protruding cable(s) one(s) that controls up/down motion of the wrist, and was there any loss of cautery associated with broken/loose cable. The reporter stated the broken cable was black and the cable had a full cable breakage. There was no thermal damage at the site of the breakage. The instrument did not collide with any other instrument or tool during the procedure and no fragment fell inside the patient. The customer used a backup instrument to continue the procedure. There was no patient demographic information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported broken conductor wire cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a broken conductor cable. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection-external, visual inspection-internal, manual articulation of inputs, and electrical continuity tests inspections were performed, and the complaint could not be reproduced. The electrical continuity test passed. Fa could not verify the customer reported event of "broken conductor." The instrument was not fully functional; product issue was observed of frayed grip cable. Based on the investigation results, customer reported issues of "broken conductor wire (black)" may be due to other factors unrelated to the product. " fa did confirm the instrument had a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.